Manufacturer narrative:
The following information was requested but was not made available- patient name, weight, date of birth, pre-existing conditions, and medications. (B)(4).

Event description:
As reported, on an unspecified date a gore® tag® conformable thoracic stent graft with active control system (ctag ac, (B)(4)) failed to deploy during a frozen elephant trunk procedure. As reported the strings were cut and the device was removed from the patient. The procedure was successfully completed with an alternate device. The device is being returned for investigation. Additional details were requested at the time of the report but remain unknown. Patient information was requested but was not made available by the treating facility. A gore representative was not onsite during the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. D8/d9/h3 date device returned to manufacturer 03-may-2022 - the device was received from the field and engineering evaluation activities were issued on this day. G3/g4 date received by manufacturer 24-may-2022 ¿ on this date remaining evaluation activities were completed in full. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 4315, cause not established - as no deficiencies in the device manufacture could be identified there is no definitive cause established. However as reported the device was used outside of approved indications. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: ¿ the lockwire was returned in at least two pieces and cut towards the middle of the catheter ¿ the ferule was missing from either lockwire piece ¿ the catheter lumen was cut into two pieces ¿ there was a guidewire still in the catheter lumen, and another piece of guidewire that was separated from the device ¿ the angulation fibers were separated from the angulation fiber deployment handle and the fibers and connector were in the handle ¿ the primary deployment line was returned connected to the handle and its length was 153.3 cm ¿ the secondary deployment line was returned connected to the handle and its length was measured to be 144.7 cm. ¿ during testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event. ¿ based on the event description and device evaluation, per md145952 rev. 23, no manufacturing deficiencies were identified so no CAPA request is required. Events will continue to be monitored per md24024. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the gore® tag® conformable thoracic stent graft is intended for endovascular repair of all lesions of the descending thoracic aorta. Also according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events/complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: deployment difficulties/failures; failure to deliver the stent graft. H3 device evaluated by manufacturer - updated from no to yes, as device was received for evaluation.